Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (b)(6(, is related to case with patient identifier (B)(6)..

Event description:
It was reported the patient received the following results within 15 minutes: 18 mmol/l (performa) and 8.9 mmol/l (unknown lot).